Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was started beeping every after 2 to 3 minutes. Customer stated that they changed the battery but issue persist. Customer stated that it was not normal beep and it was like soft rhythm beep and it goes off and after one or two minute it beep again. Customer stated that they run the self test but no alert found. No harm requiring medical intervention was reported. The device will not be returned for analysis.